Event description:
A therapeutic advantage mesh sling was placed in 2005. Subsequently the pt experienced urinary retention and went to a different dr who saw that the mesh had been incorrectly placed and was in the urethra. Pt reported the event to boston scientific and referred the pt to a reconstruction specialist who cut out the portion of the mesh incorrectly crossing the urethra and then resected the urethra through the original vaginal incision. The pt has fully recovered and is dry and able to void normally. There was no problem with the product.